Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had changes in stimulation after entering security gates. The caller believes his adaptive stimulation (as) is changing positions without being in a particular position. When the patient was asked if he verified the position he stated he had not, but will look. The patient also noted going on rides with strong magnets. The patient did change programs, but they do not provide the same relief. It was recommended to disable as in the same groups and the patient stated he know how to do that. It was also reported the patient's stimulation is turning off. No further information was reported. No additional patient symptoms were reported.